Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was implanted. After deployment of the closure device, a clot was found on the septum and extended into the left atrium. The patient was treated with a total of 15,000 units of heparin which resulted in the activated clotting time changing from 250-325 to over 400. A tissue plasminogen activator was also administered for over 30 minutes until the clot mostly dissolved. The patient woke up alert and responsive with no neurological issues.